Event description:
Aug with dow corning 270cc 26 yrs ago. Recently noticed left implant and firmer and right slightly larger than left. P.e. - firmer bakers iii cap on left baker ii cap on right .25cc fuller. In 2007, pt underwent bil capsulectomy and implant removal - right implant was ruptured - left implant removed intact. Patient augmented with mentor mod & gel implants bil.